Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medical records indicate the patient was revised to address a loose acetabular component. Upon revision the patient was found to have pseudotumors in the hip joint. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Medical records indicate the patient was revised to address a loose acetabular component. Upon revision, the patient was found to have pseudotumors in the hip joint.